Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. Customer's blood glucose level was 395 mg/dl. Customer was trying to bolus and the buttons went up and when he pressed act, nothing happened. Customer took the battery out and when he put it back in, he received a button error. Customer was asleep before the button error occurred. Customer took a manual injection for their high blood glucose level 30 minutes ago. Customer stated that he has it under control and it is not an issue. Customer did not contact their health care professional for their high blood glucose levels. Customer has a back-up plan of manual insulin pens. Customer declined troubleshooting for high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. No button error alarm noted. Insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.